Event description:
It as reported that high lead impedance readings were obtained while performing device diagnostics on a vns patient's generator. The physician turned off the patient's device and had x-rays taken. The physician was able to visualize a lead break on the x-rays; however, no specifics were given on the location of the break. The physician requested that x-rays be sent to the manufacturer for review; however, none have been received at this time. The patient is non-verbal so the physician is unsure if any patient manipulation or trauma occurred that could have caused or contributed to the reported event. The patient has been refered for a lead revision surgery; however, a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.